Event description:
It is reported that a customer experienced high blood glucose of 433 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they did not have the pump programmed to suspend. The customer did not feel ok to trouble shoot the pump and wanted a replacement. The customer was sent a replacement insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.